Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes overfilled. The following information was provided by the initial reporter: "it was reported tubes were overfilling. "

Manufacturer narrative:
Investigation summary: no customer samples or photos were returned by the customer in support of this complaint. Therefore, 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.